Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d154awg implantable cardioverter defibrillator (ICD), (B)(6) 2011. (B)(4).

Event description:
It was reported that during an office visit the right ventricular (rv) lead had rising pacing impedance and the pacing threshold had rise. Programming for the lead integrity (lia) alert was performed. The lead remains in use. No patient complications have been reported as a result of this event.